Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a false upstream occlusion alarm was not reproduced. A review of the event history log revealed 'upstream occlusion" messages, however, the review cannot distinguish between true and false alarms. A service history review was performed and revealed that the device has no previous service events, therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.